Event description:
(B)(4). Intense left side pain, around pelvic area. After that went through various specialists to determine where pain was coming from. Saw gynecologist, gi doctor, urologist and different doctors to determine where pain was coming from. Also developed a nickel allergy due to nickel content in the coils. And seen a dramatic increase in teeth related issues such as root canals, chipping teeth and cavities. Also causes weight gain.